Event description:
The service report shows error code 990c. The mallinckrodt customer support engineer (cse) inspected the device, verified the error code and replaced the psol assembly. The unit passed extended shelf testing. There was no patient harm or change in therapy as a result of the malfunction.